Event description:
Analysis of the returned lead portion was completed. The reported allegation was verified. A break was identified in the positive and negative lead coils. Scanning electron microscopy images of the lead coils shows that pitting or electro-etching conditions have occurred at the break locations of the first portion of the returned lead. Also, a secondary break was identified in one strand of the negative coil in the vicinity of the break. Due to metal dissolution and/or surface contamination the fracture mechanism cannot be ascertained. Scanning electron microscopy images of the positive coil at the second portion of the returned lead verified that a break occurred in the coil. Due to mechanical distortion (smoothed surfaces) the fracture mechanism of this coil segment cannot be determined. Note that since a portion of the lead (including the anchor tether) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.

Event description:
It was reported that a vns patient underwent a full revision surgery on (B)(6) 2016. The lead was replaced due to lead discontinuity and the generator was replaced due to ifi. No patient adverse event was reported. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. The explanted devices were returned to the manufacturer on (B)(6) 2016. Analysis of the returned lead is underway but it has not been completed to date. Analysis of the returned generator was completed and the reported "ifi = yes," listed was duplicated in the product analysis lab. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows an ifi=yes condition. A battery life calculation resulted in 0.8 (minimum 0.0) years remaining before the near-end-of-service (neos) flag would be set to a neos=yes condition. An incomplete programming/diagnostic history (3.5 year gap) indicates the estimation does not use all the data required to make an accurate estimation. The data in the diagaccumconsumed memory locations revealed that 45.991% of the battery had been consumed. However, a review of the internal memory locations within the generator suggests the existence of an error in calculating the device's total consumed energy (diagmagnetconsumedm). This error results in an incorrect device longevity estimate. Other than the noted event (consumed), there were no additional performance or any other type of adverse conditions found with the pulse generator.